Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is synthes sales consultant. A device history record (DHR) review was conducted: part number: 03.130.010; synthes lot number: h455957; release to warehouse date: 27-mar-2018; manufacturing site: synthes (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: actual device was not returned. Visual inspection performed at customer quality (cq) of the provided photo in complaint file confirmed the condition of a malformed tip, which agrees with the reported complaint condition. The distal edges of the distal star drive tip are deformed / depressed. The received photo condition does agree with the complaint description. DHR review: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Document/specification review: relevant design drawing was reviewed during this investigation. The screwdriver shaft 1.3/1.5 t4 self-holding (part# 03.130.010) is a reusable trauma instrument in the variable angle locking hand system where it is utilized for the insertion and removal of 1.3mm and 1.5mm screws with t4 stardrive recesses. No product design issues or discrepancies were observed during this investigation. This complaint is confirmed. Conclusion: a definitive root cause for the tip deforming could not be determined based on the provided information. Deformation of the distal tip could occur if the screwdriver shaft were to experience excessive force or rough handling. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the tip of three (3) stardrive screwdriver shafts were discovered bent during routine inspection at the sterile processing department. There was no patient involvement. This report is for one (1) stardrive screwdriver shaft. This is report 3 of 3 for complaint (B)(4).